Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line of an amia automated pd cycler set disconnected from the cassette which resulted in a leak on the table and floor. This was observed during dwell of peritoneal dialysis (pd) therapy. Therapy was ended and the patient completed a manual drain. There was no report of patient injury or medical intervention associated with this event. No additional information is available.